Manufacturer narrative:
The associated device, intended for use in treatment, was returned and evaluated. A visual inspection confirms the t-handle fractured in the handle portion at the knurled end of the metal shaft. The t-handle is used when coupled with the canal finder to prepare the femoral canal for reaming. The t-handle fracture surface shows multiple regions of crack initiation. This was likely caused by bending, torsional, or impact mechanical overload. The broken handle pieces were returned. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during total hip replacement, a t-handle broke apart into two pieces when the surgeon was using the canal finder attachment. Surgery was resumed, after a non-significant delay, with the same device. Patient was not harmed as consequence of this problem. Broken pieces were removed and discarded in field.